Event description:
A patient reported experiencing inaccurate erratic results with fasttake meter. The patient's blood glucose results were 82mg/dl, 156mg/dl. Test were done less than minutes apart with a difference of 55%. Patient did not experience any adverse events. No further information has been reported.